Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, generated a falsely low magnesium result of less than 1 milligram per deciliter (mg/dl), which was not reported out of the laboratory. The result on a different instrument was 2.1 mg/dl. Customer did not provide specific patient information or any further data. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer indicated that after the instrument generated the low magnesium result, the quality control (qc) was run, which was low; the qc data provided by customer provided that magnesium, and other chemistries, were suppressed oir lo (out of instrument range, low). Customer stated that there were no error messages and that the qc was acceptable on the day prior to the event. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting. The cts instructed customer to flush the cc (cartridge chemistry) sample probe, per the instructions for use procedure, which resolved the issue. Customer then confirmed that the qcs were within range. The cts then verified proper instrument performance to ensure that the troubleshooting guidance provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).